Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "autofill failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the iabp did not pass the safety disk test in user mode, but did pass it in service mode. He also observed moisture in line. The company representative replaced the blood detect tubing (part number 0008-00-0312) and the purge valve assembly (0104-00-0026). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).